Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer was not holding suction to the heart and the stabilizer kept moving. They continued to use the device. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer was not holding suction to the heart and the stabilizer kept moving. They continued to use the device. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h6, h10. A lot history record review was completed for lots 25149825, 25149939, and 25150009 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.